Event description:
It was reported the insulin pump kept alarming no delivery. Customer and customer's doctor wasn't the device to be replaced because of continues issues. Company representative was advised that customer should call in to properly troubleshoot the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.